Manufacturer narrative:
Additional information was received that the patient moved away, never got the revision and said that the generator is fine. The charging issue has been resolved.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.